Event description:
Customer reported unicel dxc 600i synchron access clinical system generated erroneous high patient results for sodium (na) and chloride (cl). The erroneous results were reported outside the laboratory and later amended. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched onsite to evaluate the unicel dxc 600i synchron access clinical system. The fse inspected the instrument and found loose electrode tips and fault sample probe. The fse retightened the electrode tips and replaced the sample probe to resolve the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is case-(B)(4).